Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual incident, it was determined that the medications could not be removed. A technical support specialist (tss) guided the user through performing a cycle count to access the bins and correct the quantities. The system functioned as intended after the technical support specialist guided the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower user indicated that during medication issuance for a patient, the drawers and cubies opened as expected; however, the medication was not removed. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.